Event description:
It was reported that the patient had symptomatic bradycardia. It was noted that the right ventricular lead had visible crush on x-ray. It was also reported that there was low and fluctuating impedance, fluctuating thresholds, poor sensing, loss of pacing capture, and possible insulation failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.